Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as underneath the garment. It was reported the irritation appeared as a possibly allergic reaction to the adhesive of the prescribed hospital's ECG electrodes or a fungus. The irritation appeared red. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed dermatop cortisone and ratiopharm fungizid and the irritation improved.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as underneath the garment. It was reported the irritation appeared as a possibly allergic reaction to the adhesive of the prescribed hospital's ECG electrodes or a fungus. The irritation appeared red. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed dermatop cortisone and ratiopharm fungizid and the irritation improved. Supplemental report 9/29/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.